Event description:
The pt underwent a dvr; however, the pt developed a small mitral paravalvular leak ten days postoperatively. 14 days postop, the pt experienced a gi bleeding event and was hospitalized. The pt was hospitalized again in 2000 due to "impairment of general condition" and pulmonary edema due to poor cardiac function. The surgeon also reported that the pt had "poor left ventricular function" and was "repetitively hospitalized due to cardiac insufficiency". 13 months postop, the pt expired at home and no autopsy was performed. According to the study coordinator physician, the cause of death was cardiac failure and was not valve-related. It is unknown if the history of pvl contributed to the cardiac failure.